Event description:
During periodic maintenance, the manufacturer's international service technician found that the touchscreen didn't respond correctly when being touched and it was unable to be manipulated.there was no patient involvement.